Event description:
It was originally reported that the pt was not able to adjust her stimulation. The programmer was working as intended, but the ipg was not responding. The pt is still having problems with her device and surgical intervention is planned to address the situation. Further info is being requested from the hcp.